Event description:
A customer reported that on (B)(6), 2010 around 6:00 pm her blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. As a result of the blank screen issue, the customer reported she was unable to test and experienced extreme thirst. The customer further reported she self-presented at a health care facility where a shot of insulin was reportedly administered and the medical treatment was a change to the customer's normal medication. It should be noted that the customer reported she was diagnosed with both, high and low blood sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.